Event description:
The customer reported to philips that the when turning on the device it requested the service password. There was no reported patient or user involvement and no adverse patient/user impact.